Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 300-400 mg/dl. The customer was treated for the high blood glucose with manual injection. The customer declined troubleshoot. The insulin pump and reservoir will not be returned for analysis.